Manufacturer narrative:
The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported on (B)(6) 2019, during the drilling of the proximal screws in the unknown nail the drill bit contacted the unknown nail during an intramedullary nail tibia. Upon examination, after the case, the guide lines up. There was no surgical delay. The procedure was successfully completed. There was no patient consequence. Concomitant device reported: unknown locking screws (part # unknown, lot # unknown, quantity unknown); unknown - powered drivers/hand-pieces: trauma (part # unknown, lot # unknown, quantity unknown); aiming arm for suprapatellar (part #: 03.010.441, lot #: 180064-103, quantity # 1). This is report 3 of 3 for (B)(4).